Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used during an endoscopic varicose vein procedure performed on (B)(6) 2021. It was reported that the suture was stuck in the ligator housing during set up. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6). Block h6: medical device code a150208 captures the reportable event of suture stuck in housing block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned and the handle assembly was not returned with the device. The suture was returned and it was not observed stuck within the ligator housing; therefore, the reported event of suture stuck in housing was not confirmed. It was also noticed that the adapter ring was detached from the ligator housing. The ligator head was returned with 7 bands still attached and two of the bands were moved out of their original positions and overlapped. Microscopic evaluation was performed and it was found that the suture thread was dislocated from the teeth. No other problems were noted with the device. The reported event was not confirmed. Upon analysis, the problems found with the ligator head could be related to user manipulation while setting up the device causing the dislocation of the suture thread and the bands to overlap. The detachment of the adapter ring may be related to user manipulation while taking off the ligator head from the endoscope. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an endoscopic varicose vein procedure performed on (B)(6) 2021. It was reported that the suture was stuck in the ligator housing during set up. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.